Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image noise occurred due to moisture adhered to the electrical circuit and short circuited was occurred by water invasion inside the scope, and image sensor was broken by overcurrent, which let to image noise. The root cause of the failure was not determined. Additionally, it is likely that the coating at surface of the insertion tube was deteriorated and peeled off by chemical stress applied at cleaning or disinfecting, and physical stress applied during procedure. The root cause of the failure was not determined. The event can be prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system confirm that wli and nbi endoscopic images (except bf-mp290f) are normal. Observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). Confirm that light is output from the endoscope¿s distal end. (See figure 3.22). Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section." "3.3 inspection of the endoscope inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, or other irregularities." "Instruction manual (reprocessing manual) be sure to perform the water leakage test to avoid endoscope failure after each pre-cleaning. Do not use the endoscope when detecting water leakage. Using an endoscope with a water leak may result in malfunction or damage of the endoscope. Also, it may pose an infection control risk to the patient and/or operators." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation image was disturbed when bending was not confirmed. The allegation of probe peeling was confirmed. Connecting tube had coating peeling. In addition, due to damage on couple charged unit, a noise image occurs. Due to deformation of insertion tube rotation ring, water tightness was lost. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a dent. Control unit was deformed. Universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, peeling of probe and image was disturbed when bending was performed with the evis lucera elite bronchovideoscope. The unspecified therapeutic procedure was completed using another device. There was a delay of 10-15 minutes. There was no report of patient harm associated with this event.